Event description:
It was reported by the aci sales professional that an (B)(6) female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained via a 6f sheath (model unknown). Peri-procedure, the patient was anti-coagulated with 4,000 units of heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was prepped per the IFU. The physician used a 30 second tamp and hold, zero swell time and a 5 minute adjunctive hold technique. After the initial 5 minute hold, the nurse noticed a distal half moon shaped 5cm x 3cm hematoma. An additional 15 minutes of manual compression was held and the hematoma was pressed out. The site was soft and dry. The patient was sent to the recovery floor where she had a vasovagal episode. A CT scan (computerized tomography) revealed an increased density of the left rectus femoral muscle indicating a 14cm x 5.5cm hematoma. Additional test showed that the patient had another condition that caused the vasovagal response and that it was noted that the vasovagal episode was not related to the hematoma. The patient's blood pressure dropped and the patient became bradycardic. Note: it was noted that the patient was given 50mg of protamine to reverse the heparin prior to the mynxgrip deployment.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1327403) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided, the root cause of the reported event could not be determined. However, it was reported that the physician used a 30 second tamp and hold, zero swell time and a 5 minute adjunctive hold technique. The sealant is made of a polyethylene glycol (peg) material which adheres to the artery and expands upon contact with subcutaneous fluids to seal the arteriotomy. Removing the balloon catheter immediately after a 30 second tamp and hold would not allow adequate swell time for the peg components to react and crosslink, which would allow the sealant grip tip to interlock mechanically with the vessel wall. It should be noted that the instructions for use (IFU) indicates that after a 30 second tamp and hold, lay the device down for up to 90 seconds (swell time) before withdrawing the balloon catheter through the advancer tube lumen.